Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the rep wanted to turn the bladder stimulator off for a [unrelated] surgery. The rep stated that the patient wasn't even sure the stimulator was working as it was from 2003. They tried to interrogate the stimulator with the clinician programmer, but it couldn't find the device. They tried the emergency stop key, but that indicated that it didn't recognize the device. On 2017-07-28, it was reported that the patient had multiple units. No actions were taken to resolve the inability to find the device and it was unknown what the cause was. The rep noted that the healthcare professional (hcp) didn't have any further information. There were no symptoms or further complications reported or anticipated.